Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged resulting in decreased sensing. Twiddlers syndrome was suspected as the lead was wrapped around the outside of the device. As the physician was concerned that the helix might be damaged, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. It was confirmed the helix was in good condition with no anomalies noted. A slight twist was noted in the lead body which could have been a result of twiddler's syndrome. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.